Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified. (Expiry date: 05/2023).

Event description:
It was reported that during a recanalization procedure of a highly calcified target legion in the popliteal artery via an ipsilateral antegrade approach, the tip of the catheter allegedly separated . Further it was reported that a strong resistance was felt during insertion. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14s crosser cto recanalization catheter was returned for evaluation. Under microscopic examination distal tip separation and frayed catheter distal end was noted to the returned device. Based on the findings, the investigation is confirmed for the reported material separation and the identified material frayed issues. However, the investigation is inconclusive for the reported difficult to insert issue as the event was can not be reproduced due the conditions of the sample. A definitive root cause for the reported material separation, difficult to insert and the identified material frayed issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2023), h11: h6 (result, conclusion), h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a recanalization procedure of a highly calcified target legion in the popliteal artery via an ipsilateral antegrade approach, the tip of the catheter allegedly separated and there was resistance felt during insertion. It was further reported that another device was used to complete the procedure. There was no reported patient injury.